Event description:
New information received notes that the patient initially presented for an in-clinic follow-up. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over sensed noise. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.